Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. It was reported that the patient's fingerstick readings were high all day and treated himself by taking 18 units of insulin between 1:00-4:00pm. At 5:00pm the patient was sitting on the couch watching television when his wife noticed he was verbally slow to respond to her questions. The patient's wife stated that the receiver was reading 40 mg/dl, gave the patient a relion glucose gel strip and called the ambulance. The patient started to feel better prior to the ambulance arriving. Upon arrival, the paramedics took 2 different finger stick values and determined that the patient was okay and their glucose levels were rising to 98 mg/dl. At the time of contact, the patient was in good condition. There was no allegation of malfunction against the device. The patient's wife stated that the receiver was working as indicated. No additional event or patient information is available.